Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. The service technician observed foam particles within the device assembly. The device was missing a modem flipdoor. The device does not communicate. Foam particles were observed inside the blower kit. The unit was without any additional contamination. The device was scrapped.